Event description:
It was reported to boston scientific corp that within a month after placement of a corflo cubby low profile gastrostomy device, the device would not remain in the pt. According to the complainant, the balloon leaked, which prevented the device from remaining in place. The device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.